Manufacturer narrative:
Unit passed displacement test and self test. Hardware low level failure alarm confirmed in pump history with variable (003) due to broken trace at pin 1 on u1 keypad assembly. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had the motor arm cannot communicate with the main arm and hardware low level failures error. The customer¿s blood glucose was 157 mg/dl at the time of incident. Customer was able to clear the alarm and able to complete insulin pump rewind. The customer perform a self test and they were able to passed the test. The insulin pump will be returned for analysis.